Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with a missing drive support sticker, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 23.1mmol/l. The customer high blood glucose was treated with manual injection. The customer stated the drive support cap is missing from the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.